Manufacturer narrative:
Patient information was unavailable from the site. No device has been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the image transfer failed. No patient was present at the time of the event.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the image transfer using the pacs failed. Checked cable connection cross-tested with new network cable no issues. Testing the bypass connection again was unresolved. When checked ping test it tested normally. Cross testing using another demo system, the issue persisted. When the ping test and ip address were checked, a ip address conflict was found. Changing the ip address and other information resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.